Event description:
It was reported that approximately 38 months after xience stent implantation in the mid-right coronary artery (rca), the patient experienced angina and had a (B)(4) study. ECG showed no myocardial infarction. The patient was treated with a percutaneous coronary intervention to the rca. The symptoms resolved and the patient was discharged the following day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - no pre-dilatation. There was no reported product deficiency and the product was not returned. Angina, ischemia, and restenosis are known adverse events as listed in the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the lesion was not pre-dilated prior to implanting the xience v stent. It should be noted the IFU states: pre-dilate the lesion with a ptca catheter. It does not appear that the failure to pre-dilate the lesion contributed to the reported patient effects.